Manufacturer narrative:
The housing is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during inspection at user facility that delrin ball is missing from the latch mechanism of the aseptic housing and has a potential for housing to open and expose non sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.